Manufacturer narrative:
The device was not yet been returned to valleylab. If the device is returned a follow-up report will be sent following the results of our evaluation.

Event description:
The report stated that a radio frequency ablation procedure was done on the upper lobe of the left lung for metastatic lung cancer using CT, computed tomography scan. They inserted the needle to the tumor using scanning. During the fourth scan the doctor confirmed the needle punctured the pericardium. Oozing bleeding as a result was under 200 cc. Local anesthesia was being used and the patient was not intubated. The blood pressure lowered and it was necessary to perform an emergency thoracotomy. Ablation was originally used because tumor couldn't be resected because of its placement. The patient recovered the next day when another rf ablation was performed with good results.